Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 2:00 am his blood glucose was reading 400 mg/dl so he gave himself a bolus of 7.5 units of insulin. At 5:30 am his bg reached 436 mg/dl at which he gave a correctional bolus of 8.5 units of insulin. The pod started to alarm with an occlusion alarm and the pod was then deactivated.